Event description:
Facility medwatch attached. It was reported that 30 hours after a coronary drug eluting stenting treatment procedure, the pt returned with an acutely thrombosed stent. In 2004, the physician deployed a taxus express2 3.0 x 28 mm drug eluting stent across a critical, ulcerated, 99% proximal stenosis with associated thrombus in the ramus graft using distal protection. The stenosis was reduced to 0% following stent placement. An export aspiration catheter was used during this procedure. The pt was given heparin and integrilin during the procedure. The following day, (30 hours post stenting) the pt returned to the cardiac cath lab for diagnosis and was found to have total obstruction of the proximal to mid-portion of the previously placed taxus express2 stent. They underwent successful thrombectomy with an export aspiration catheter, balloon angioplasty of the native vessel and svg with an nc monorail 3.0 x 20 mm balloon and placement of a driver 3.0 x 24 mm stent across the acutely thrombosed taxus express2 stent. Final angiography demonstrated that the acutely thrombosed graft was opened and there was 0% residual stenosis at the site of the thrombosis. Excellent flow into the distal vessel was noted. The pt received abciximab, heparin, adenosine and nitroglycerin. On the fourth day after the original procedure, the pt was stable and symptom-free and was discharged to home.